Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as event onset, the patient was hospitalized for the event. Treatment for the event and action with dianeal therapy was not reported. At the time of this report the patient outcome was not reported. No additional information is available as the reporter has declined to provide further information.